Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads "was using too much energy to make the lead work." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a thumping feeling. The reprogramming was performed and the cardiac resynchronization therapy defibrillator (crt-d) system remained in use. The patient continued to experienced congestive heart failure symptoms and addition reprogramming was performed. No further patient complications have been reported as a result of this event.